Event description:
It was reported that a pta balloon could not be deflated after the first inflation was performed. Reportedly, negative pressure was applied for 2-3 minutes. However, the pta balloon could not be deflated. The physician then deflated the pta balloon by puncturing it with the guidewire. The entire device was then removed and another device was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, manufacturing process and the quality control testing. This lost met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation. The investigation is currently underway.